Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation, dust-like contamination, hairs/fibers and potential mineral deposits in the air output port, gray, tan and black dust-like contamination, inconsistent with degraded sound abatement foam, and hairs/fibers at the air inlet of the blower box. Pca (printed circuit assembly) via pads near p6 and u17 area were discolored, indicating potential corrosion, bluetooth trace antenna was discolored and had potential corrosion on it. Dust-like contamination on top of the blower motor and the blower motor seal, bottom enclosure had dust-like contamination and hairs/fibers inside of it. The bottom of the blower motor and in the inside of it had potential mineral deposit spots, indicating potential water/liquid ingress. Brown, black (inconsistent with degraded sound abatement foam), and white dust-like contamination and hairs/fibers in the blower box. Potential mineral deposit stains in the blower box, indicating potential water/liquid ingress. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box d: device serviced by 3rdp, device avail. For eval, date returned was updated. In box h: device eval. By mfg, evaluation method code, evaluation result code, component code and conclusion code has been updated.